Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed downstream occlusion. The alarm triggered during set up but the issue occurred while in use with patient. The pump was hooked up to the patient and it alarmed downstream occlusion. Trouble shooting was performed but the alarm persisted. The event occurred while in use with patient at the clinic. The operator of the device was a health professional. There was patient involvement, but no patient injury reported.

Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.